Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the device is in used condition. During the functional testing, it was found that the air detector not consistently detecting when cassette is attached. The cause of the issue was found to be mishandling of the device and liquid contamination. The air detector was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device had an air in line error during testing. There was no patient involved and no patient harm/adverse event reported.